Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm on their insulin pump. The customer states they received alarm when filling tubing and after the drops came out. The customer's blood glucose level at the time of incident was 114mg/dl. Troubleshoot was conducted, and insulin was found to exit tubing, and manual prime was ran. The customer was advised that the device was operating as designed. The customer was advised to call back if issues persist.